Event description:
It was reported that the 4-40 stud on the handpiece was broken off. The problem was found prior to an unknown case, and a second handpiece was used to start and finish the case with no patient consequence.